Event description:
A patient reported through the (B)(6) that a patient's battery pack and plastic container melted inside the carry bag. On (B)(6), 2011, the patient was in a store; the device, battery pack, and plastic container were in the carry bag. Smoke started billowing out of the carry bag. The battery pack and plastic container showed damage and had a putrid smell. Replacement devices, battery pack, carry bag, and plastic container were shipped overnight to the patient. (B)(6).